Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that patient was not crossing over to station. A technical support specialist investigated, and system logs confirmed that the device, unit, and area configurations were set up correctly, with both the unit and device properly assigned to the med-surg area. However, the pyxis server received multiple adt admit messages for the same patient across different units and timestamps. Several admit messages were received for the ER unit starting on (B)(6) 2026, at 16:15, followed by admit messages for the med-surg unit with an admission time of 23:20. The adt system later modified the med-surg admission date from (B)(6) 2026, to (B)(6) 2026, resulting in pyxis processing the most recent message. The issue was resolved after contacting user, confirmed the correct admission date should have remained (B)(6) 2026, and corrected the adt data on user end. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user indicated that one patient record was not crossing over to a specific station. Although the patient was visible on the pharmacy application, the patient does not appear on the pyxis system. This issue currently affected only one patient. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.